Event description:
Boston scientific received information from the local sales representative that this right ventricular (rv) lead has moved and there is intermittent capture at maximum output. The physician was repositioned the lead. No adverse patient effects reported.

Manufacturer narrative:
At this time the lead remains in service. Should additional information be received, this investigation will be updated.

Event description:
Subsequently, additional information was received from the local sales representative stating that this rv lead had dislodged. The patient complained of near syncope episodes with pacing inhibition of being equal to or greater than 2 seconds. This lead was successfully repositioned with no adverse patient effects from the procedure.

Manufacturer narrative:
--